Event description:
Two hrs into treatment, pt complained of sudden shortness of breath. Pt's bloodlines pink and forthy, 200 cc saline, oxygen at 2 l and electrocardiogram administered. Lab results showed hemolysis. Repeat testing 2 hrs later negative and pt released.